Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a subsequent remote transmission showed possible atrial lead undersensing during atrial arrhythmia episodes. It was noted that the over and undersensing issues were causing false detections.

Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) lead, implanted: (B)(4) 1996.

Event description:
It was reported that a remote transmission indicated intermittent atrial lead oversensing on prior stored atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.